Event description:
It was reported that during a stenting treatment procedure, stent damage was observed. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The target lesion was pre-dilated using a 2.5 20mm non-bsc balloon then the physician deployed a 3.5x24mm promus element stent. During post-dilation, using a non-bsc balloon, stent damage was observed as caused by the post-dilation balloon. The procedure was completed with the implant of a 3.5 x 16mm promus element stent. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage was observed. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The target lesion was pre-dilated using a 2.5 20mm non-bsc balloon then the physician deployed a 3.5x24mm promus element stent. During post-dilation, using a non-bsc balloon, stent damage was observed as caused by the post-dilation balloon. The procedure was completed with the implant of a 3.5 x 16mm promus element stent. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).